Event description:
It was reported that there was a tear at the connection between the catheter and the external part. Blood was leaking from right at the connection of the catheter. The pt lost 20-100cc of blood.